Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. The patient underwent excision of eroded mesh on (B)(6) 2007 due to pain.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal hysterectomy, bilateral tubal ligation, enterocele and rectocele repair due to prolapse, meta-menorrhagia, stress urinary incontinence and severe premenstrual syndrome. It was reported that the patient underwent mesh excision on (B)(6) 2007 for eroded mesh.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy.